Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead exhibited high impedance despite multiple repositioning attempts. The lbbap lead was removed and replaced. The patient was discharged with no reports of adverse consequences.